Event description:
It was initially reported that during a pump refill on 2011 (B)(6), there was an "inaccurate calculation on the medication dosage". It was later reported, as the date of this report that the patient was unable to perform activities of daily living due to nausea on 2011 (B)(6). Drugs being delivered via the pump then were morphine, bupivacaine, and droperidol. Medication in the pump was changed from morphine to dilaudid on 2011 (B)(6). Patient outcome was reported as resolved without sequelae as of 2011 (B)(6). It was later reported on 2011 (B)(6), that the event was not device related, but drug related.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, (B)(4), implanted on: 2010 (B)(6), explanted on: unk.